Manufacturer narrative:
The patient is (B)(6) years of age. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 15-30 minutes during treatment with a cartridge bloodline, the dialysis machine generated several "air in blood" alarms. Eventually the alarms cleared but no air or bubbles could be observed within the extra-corporeal circuit. As result of the alarms, the patient experienced shortness of breath and chest pain. Patient was placed in minimum ultrafiltration rate and in a trendelenburg position and received saline due to hypotension. Reportedly the symptoms dissipated. No further information provided.